Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated that doctors believed that the risk of the old lead explant was greater, and didn't recommend to explant. So a new lead was reimplanted in the same nucleus.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389s-40, lot# va1gh32, ubd: (B)(6) 2020, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's lead was broken and could not be removed. They were implanted with a new lead. They were in the hospital and their condition was good. The cause of the break was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot# va1gh32, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.